Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated the device received and the reported lot number was confirmed from the returned packaging and the hub. During visual inspection, the catheter shaft was noted to be broken at 13cm & 13.5cm where it entered the insertion valve. Functional inspection was not required as the defect was visually confirmed. The event was confirmed based on the analysis of the returned device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event.the device was returned for analysis and it was confirmed that the catheter shaft was broken, confirming the event. It is probable that the device was damaged during the clinical procedure. An assignable cause of procedural factors will be assigned to the reported and analyzed events as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the aspiration thrombectomy manoeuvre procedure, the catheter (subject device) broke into three fragments. The fragments were held by a coil for a short period of time. There was surgical delay due to technical effort and time used to remove the remaining subject catheter fragments. The procedure was completed successfully and there were no known clinical consequences reported to the patient due to this event at this time. No further information is available.

Manufacturer narrative:
Stryker device is not available.

Event description:
It was reported that during the aspiration thrombectomy manoeuvre procedure, the catheter (subject device) broke into three fragments. The fragments were held by a coil for a short period of time. There was surgical delay due to technical effort and time used to remove the remaining subject catheter fragments. The procedure was completed successfully and there were no known clinical consequences reported to the patient due to this event at this time. No further information is available.